Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer experienced multiple issues. And was in the hospital for low blood glucose. It was reported, that the customer had to change the pump batteries before 7 days. The pump rewinds were louder and noisier, the screen was scratched making it hard to read and had sticky buttons. It was also reported, that the metal piece on the battery not reaching the battery and the transmitter was not connecting to the phone. The customer stated, the low blood glucose was not pump-related, but was the issue with blood glucose. The event involved product(s) css7200, mmt-7821lna, mmt-7040a, unomedical, mmt-332a, mmt-1715k. The customer declined to troubleshoot or was unable to troubleshoot for the reported events. No further patient complications were reported. No product return is required for css7200, no product return is required for mmt-7821lna, no product return is required for mmt-7040a, no product return is required for unomedical, no product return is required for mmt-332a, no product return is required for mmt-1715k.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.